Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi broken rubber motor mount. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8015ls pcu dom v9.19.1.2 a/b/g. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: information from tech. On 8100 unit serial # (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: close first case # (B)(4) reopen case . Email from (B)(6) regarding the motor mount was broken when open the unit up. Hello, I am remediating the bezel recall, and I have opened two of our pumps and found that the rubber motor mounts were broken. 8100 unit serial # (B)(6). Email to customer try to reach no answer hello (B)(6), I want to inform you the issue with broken motor mount has been document case is being trending and being closely watch, at this time there is no other issue come across with broken motor mount, units are carefully being expected when replace bezel for other units. It is in our quality complaint area. The two cases that was open will be close at this time. If you have further questions you may contact my supervisor (B)(4).

Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 30mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4).